Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery to the popliteal artery. A 4mm x 40mm x 146cm coyote es catheter was advanced for dilation. However, during the third inflation at 10 atmospheres each for a few seconds, the balloon ruptured. The device was removed with no damages found, and was replaced for a different model to complete the procedure. No complications were reported, and the patient was in good condition post-procedure.